Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 29) with multiple cartridges during the load process. The customer's blood glucose was 139 mg/dl. Reportedly, the customer reverted to insulin shots for alternate insulin therapy.